Manufacturer narrative:
(B)(4). D10: associated product information, part number (lot number): sagl2044 (66239912), sagl2043 (unknown). The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a shoulder arthroscopy surgical procedure, the glenoid sizer handle malfunctioned and would not properly secure the drill guide when attempting to place a size three or four 4-peg modular glenoid. An alternate handle was used from a second tray, and the surgery was completed without known complications per surgical technique. A post-operative x-ray revealed a retained metal piece in the patient's arm, suspected to be the central rod of the sizer handle, which was confirmed to be missing and broken upon inspection. This fractured piece was successfully removed the day after the initial surgery without any additional complications reported. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed by provided photo and medical records. Visual examination of the provided pictures identified the plunger of the device has fractured. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single view left shoulder demonstrates a left shoulder arthroplasty with small metallic fragment in the axillary soft tissues. Small metallic fragment in the axillary soft tissues may represent a small screw from surgery. A post-operative x-ray revealed a retained metal piece in the patient's arm, suspected to be the central rod of the sizer handle, which was confirmed to be missing and broken upon inspection. This fractured piece was subsequently removed the following day. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: associated product information, part number (lot number): ¿ 118001 (65929071). ¿ 113055 (66070494). If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a shoulder arthroplasty surgical procedure, the glenoid sizer handle malfunctioned and would not properly secure the drill guide when attempting to place a size three or four 4-peg modular glenoid. An alternate handle was used from a second tray, and the surgery was completed without known complications per surgical technique. A post-operative x-ray revealed a retained metal piece in the patient's arm, suspected to be the central rod of the sizer handle, which was confirmed to be missing and broken upon inspection. This fractured piece was confirmed to be successfully removed from between the pectoralis and the deltoid, the following day through an x-ray, with no other complications reported.